Event description:
Related manufacturer reference number:2017865-2022-12638. It was reported that the right ventricle lead exhibited over-sensing noise. The right ventricle lead was explanted and replaced. During the procedure, it was noted that the right ventricle lead had not damaged and the physician alleged that there may be a problem with the pacemaker. Possible perforation of the screw part or air contamination of the lead connector part of the pacemaker but could not be confirmed by fluoroscopy. No patient consequences.

Manufacturer narrative:
Reported events of over sensing and device contamination could not be confirmed. Visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, sensing and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.